Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event, the incoming functional test could not be performed due to no communication between the device and the test system. (B)(4).

Event description:
It was reported there was no pacing and starting the device was unstable. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed a contaminated battery contact. Functional testing revealed that the device failed due to power shutdown at rate test. After the battery contact was cleaned, the device passed functional testing. Conclusion: erratic behavior due to battery contact contamination.